Event description:
It was reported that a skin reaction occurred. On 02/26/2024, the patient developed a skin reaction with itching, rash, and eczema, underneath sensor pod area only. It was reported that the patient was without skin problems until july 2023. When the patient changed to the dexcom g7, they started to have complaints of eczema and itching under the sensor in october 2023. Allergy tests were carried out that showed a contact allergy to rosin, rosin derivatives (glyceryl rosinate, hydroabietyl alcohol, methyl hydrogenate rosinate) and against the sensor dexcom g7. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).